Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified right coronary artery (rca). Post deployment of a non-bsc stent, a 15mm x 4.50mm nc quantum apex¿ balloon catheter was advanced for post dilatation and was initially inflated at 12 atmospheres. However, the pressure was unable to go up. The physician then completely removed the device from the patient and upon inspection, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen and wire lumen. There were several deep scratches and pinholes in the balloon material on the proximal end of the balloon. There was no damage or irregularities noted in balloon bonds and markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified right coronary artery (rca). Post deployment of a non-bsc stent, a 15mm x 4.50mm nc quantum apex¿ balloon catheter was advanced for post dilatation and was initially inflated at 12 atmospheres. However, the pressure was unable to go up. The physician then completely removed the device from the patient and upon inspection, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).